Event description:
The reporter stated that the product cracked while being disconnected from another MFR's product. There was no pt injury or treatment associated with this event. The reporter indicated that this had occurred on one other occasion but did not provide specific details.